Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosis in the distal left descending artery (lad). Reportedly, the 2.0 x 15mm rx voyager was advanced for pre-dilatation; however, the balloon was ruptured during 1st inflation at 11 atmospheres. The pre-dilatation procedure was finished by another balloon. There was not resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): incorrect prep - air prep was performed inside of the patient anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned, which confirmed the presence of blood and contrast in the balloon, consistent with a leak while in the anatomy. The balloon was not ruptured as initially reported, but the shaft was leaking through the guide wire exit, which would mimic the symptom of a balloon rupture. A review of the lot history record for the manufacture of this lot and product release test results revealed no non-conformances that would have contributed to the shaft leak. A query of the complaint handling database for the reported lot revealed no other incidents for shaft leaks were reported for this lot. Based on available information for this lot, the root cause appears related to improper handling. It is inconclusive as to where the improper handling occurred. This type of reported event will continue to be monitored per local quality system procedures.